Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood gloucose results were 74mg/dl (5:41pm), 492mg/dl (5:31pm). Tests were done within 12 minutes with a difference of 126%. Patient did not experience any adverse events. No further information has been reported. Note: please refer to the medical complaint case number for further details on the first meter.